Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to pain at the reservoir site and in the proximal corpora. Prior to the surgery, the physician noted that the reservoir was not in the correct plane and the tubing was high in the corpora. The entire device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to pain at the reservoir site and in the proximal corpora. Prior to the surgery, the physician noted that the reservoir was not in the correct plane and the tubing was high in the corpora. The entire device was removed and replaced. There were no patient complications.